Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient fell a few days prior to the report. The patient reportedly has some freezing from their parkinson¿s, and they were in an area of their house which they cannot use their walker and fell. The patient went in to the ER because their head has been bothering them since the fall. It was also reported that they were unable to communicate between their ins and programmer, stating that the programmer was not working correctly. The patient¿s husband was directed to call technical services to troubleshoot the programmer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the poor communication was due to the batteries being low in the programmer. The batteries were replaced and the programmer is working well now. The patient has had no more falls since then.